Manufacturer narrative:
This report is filed (B)(6) 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a skin flap infection (date not reported) resulting in the decision to explant the device. The device was explanted on october 13, 2016 and the patient was reimplanted with a new device on the contralateral side.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (date and duration not reported) for the skin flap infection. This report is filed november 2, 2016. Device not yet received by manufacturer.